Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was pulled out of t-handle during iab insertion procedure, a piece of protective covering tube of the balloon was attached to the balloon, and the balloon was in process of being inserted when the physician became aware. A new iab was used to continue therapy. No patient injury was reported.